Event description:
It was reported to medtronic neurosurgery that when the surgeon hooked up the system to the patient, air was going back to the patient. According to the report, the unit was flushed per protocol.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device state that ¿the device should be mounted such that the height of the main system stopcock is level with the patient¿s foramen of monro, or at the level of the exit of the lumbar catheter, to ensure proper zero pressure reference level¿. It ws reported to medtronic neurosurgery that air did not enter the patient; it was at transducer level. According to the report, the nurse thought the transducer was cracked and causing the problem. Reportedly, there was no injury to the patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was patent and passed leak testing. It is unknown what caused the reported event. The instructions for use that accompany the device state to check for and flush out any residual air bubbles from the patient line. It is also cautioned that ¿the device should be mounted such that the height of the main system stopcock is level with the patient¿s foramen of monro, or at the level of the exit of the lumbar catheter, to ensure proper zero pressure reference level.¿ moreover, it is stated that ¿it is important to control and maintain the patient¿s position relative to the drip chamber. Neither the patient nor the drip chamber should be allowed to move accidentally.¿ a review of the manufacturing records showed no anomalies. It was reported to medtronic neurosurgery that air did not enter the patient; it was at transducer level. According to the report, the nurse thought the transducer was cracked and causing the problem. The transducer is a third party product and is not distributed by medtronic neurosurgery. Reportedly, there was no injury to the patient. (B)(4).